Manufacturer narrative:
(B)(4). The reported complaint of "system error 3" is confirmed based on the attached video. The product was not returned for investigation. The video shows the pump issue a system error 3 alarm upon startup. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "a report indicated "system error 3, counterpulsation pump/solenoid valve controller error." The fault could not be resolved manually". Additional information states that the iab pump console was removed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a report indicated "system error 3, counterpulsation pump/solenoid valve controller error." The fault could not be resolved manually". Additional information states that the iab pump console was removed. The patient's current condition is reported as "fine".